Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter x 57 mm length sacciform thoracic aortic aneurysm in zone 3. The diameter of the proximal aortic neck was 38 mm in diameter and distally it was 37 mm. It was reported that the physician initially planned to implant a valiant 4040 only; however, while the stent graft was being deployed he paused for unknown reason and the stent graft drifted distally due to back-flow. The decision was made to implant a valiant 4242 proximally. As the delivery system was being advanced it came in contact with the previously implanted stent graft. The delivery system was removed from the patient and the physician implanted another manufacturer's 42mm x 200mm stent graft. The procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inaccurate delivery of the stent graft. Pause during deployment of the stent graft. Conclusion: inaccurate delivery of the stent graft. Pause during deployment of the stent graft.